Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported," left side exchange due to concerns with the product and rapture". Device remains implanted.

Manufacturer narrative:
Device evaluation: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: ¿ crease fold observed in the shell. ¿ wear abrasion observed in the device. ¿ brown particles in the surface of the shell.

Event description:
Device has been explanted and replaced.